Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample for analysis, only the a picture showing a suture and an open pack of the involved product. The involved sample was discarded by the end user. According to the picture received the needle looks like a cutting needle tip, nevertheless without samples it cannot be confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. There are no previous complaints, regarding needles, of any of the products that were produced with the same needle raw material batches as the involved product. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or batch information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The customer (vet) reported that during an operation they opened a monosyn 3/0 cutting thread with needle. Weirdly, the needle was not a cutting one but a round needle.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.